Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt called in and reported that they were no longer feeling therapeutic benefit from their implant. They had not used it for almost a a year to year and half because of a lost controller. They received a replacement yesterday, and turned therapy on, but still felt no stimulation. Pt had an appointment on monday they were going to call their hcp to meet with a manufacturer representative (rep) then for reprogramming. Agent reviewed to call back if the needed. Patient called back stating they were trying to get in touch with a representative for reprogramming due to information previously documented. Patient tried to go through their doctor but hasn't heard back. Agent sent an email to the field requesting assistance.